Manufacturer narrative:
(B)(4). (B)(6). The customer reported that the mr290 autofeed humidification chamber did not fill after approximately three days in use. The hospital speculated that there may have been a blockage in the water feedset tubing which prevented the water from entering the chamber. The complaint chamber was returned to fisher & paykel healthcare for evaluation, however, the feedset tubing was not returned with the chamber. Without the return of the feedset, an evaluation of the functionality of the chamber was not possible. We are unable to confirm or determine the root cause of the reported fault.

Manufacturer narrative:
(B)(4). (B)(6). The complaint device has recently been received by fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofeed humidification chamber was operating normally for three days and then stopped filling. The chamber was being used in a CPAP setup. No patient consequences were reported.

Event description:
A healthcare facility in (b)96) reported via a fisher & paykel healthcare representative that an mr290 autofeed humidification chamber was operating normally for three days and then stopped filling. The chamber was being used in a CPAP setup. No patient consequences were reported.